Event description:
It was reported that the catheter was placed for obstetric use in 2002. During removal of the catheter, resistance was encountered, and finally after several attempts to reposition the patient, the catheter stretched and separated. There are no plans at this time to remove the indwelling portion of catheter, since the patient is asymptomatic.